Manufacturer narrative:
The display was blank due to corrosion inside the battery tube and battery cap.

Event description:
It was reported that the display on the insulin pump intermittently goes blank. Troubleshooting was performed, but the display could not be restored to normal operation. Nothing further was reported.